Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on anterior, crease folda, white particles on the inner surface of the device and partial delamination of the valve. Leak test and microscopic analysis was performed which identified a striated opening on anterior, partial delamination of the valve(3%) and an observed void >1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage, consistent in the use of some surgical tool. Also noted was partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported an unknown side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported an unknown side "deflation". Device has been explanted.